Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient first noted an increase in pain on (B)(6) 2016, and then went to the emergency room on (B)(6) 2016 due to withdrawal symptoms. He was given a dose of oxycodone, and then experienced a reduction in his withdrawal symptoms. A CT myelogram was performed and showed that the pump was performing normally. As of 10/12/2016, the patient was reported to be doing well. It was reported that it is likely that the issue was associated with the medication and not the device.